Manufacturer narrative:
Unique device identification (UDI) is unavailable. A software analysis was initiated to determine a probable cause of the anomaly. Review found that behavior was consistent with a known issue in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, the mouse became unresponsive to prompts from the user. It was noted that the mouse cursor would move and that it would not click in the software. Additionally, the mouse was replaced without resolution. To continue with the procedure, a hard shutdown and restart of the ablation system restored functionality. There was a reported delay to the procedure of four minutes due to this issue. There was no reported impact on patient outcome. It was noted that the reported issue occurred prior to any ablations being performed.